Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the patient was using advanced bolus features and the pump was not recording all boluses correctly. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with trace ketones was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the event were recorded. During testing, the pump was exercised for 24 hours using the returned cartridge and battery caps. No errors, alarms, or warnings occurred during testing. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both boluses were recorded accurately in the pump history. No hypersensitive keypad buttons were observed. The pump¿s total daily deliveries added up correctly. The pump performed a delivery accuracy test and was found to be delivering within the required range and was delivering accurately. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.